Manufacturer narrative:
The sample is available but has not yet been received by the manufacturing facility for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the black radio frequency identification connector fell away or off from the machine each time they tried to use the vitrectomy probe during a vitrectomy procedure. The vitrectomy probe was replaced with another vitrectomy probe and the surgery was completed with no further complications. This happens on two cases on two different occasions. The dates of event are not known. There was no harm to the patients. Additional information was requested, however none has been provided to date.